Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed by reproducing keypad anomalies when testing the keys. Eval found that the row with the on/off key does respond. However, when attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed : the "7", "8", and "9" keys were inoperable, and when any of the remaining functional keys are pressed an automatic output of the #7 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed 17 will be displayed, alphabetically: when the "abc" key is pressed, as will be displayed interfering with mdl drug searching. The keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an inoperable keypad. During baxter's eval it was discovered the pump gave automatic output of the #7. It was also reported that there was no pt injury.